Event description:
A patient with mesencephalon tumor diagnosed with hydrocephaly in 2003 was implanted with a ventriculoperitoneal osvii. The patient was fine until 2005 when clinical signs of intracranial hypertension occurred. An external ventricular drainage system was placed for a few days. The abdominal catheter was checked and found patent. The valve was exteriorized. The following mo, intracranial hypertension occurred again, and a new valve was placed on the left side which performed satisfactory until 12 days later when intracranial hypertension occurred yet again and an external drainage system was set up. Tje next month, a new low pressure dp valve was placed. The clinical condition was improved. The device was discarded by the user facility and is not available for investigation. No product ID nor lot numberse are provided for investigation.